Manufacturer narrative:
Concomitant medical product: stem nh collarless 12/14 3 r; catalog no#: 7354-02-103; lot#: 61321302. Therapy date: (B)(6) 2017. The manufacturer received operative reports and legal document for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, slightly elevated metal ion level, loosening and fluid collection.

Event description:
Investigation result is available now.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6; correction: b4, b5, g4, g7, h10. Event description: it was reported that the patient was implanted on (B)(6), 2010 and revised on (B)(6), 2017 due to pain, slightly elevated metal ion levels,suspicion of loosening and fluid collection. Review of received data: medical documents including reports from implantation and revision surgery were received and reviewed by hcp. Findings (revision report): presented with pain and slight elevation of metal ions fluid within the joint not discolored. Acetabular cup easy to remove (not specified if actually loose). Shell and head replaced with new unknown metal shell, poly liner, and ceramic head. No intraop complications - pre/postop diagnosis states possible metallosis; however, he does not dictate tissue condition, trunnionosis, or any other confirmation of altr or metallosis. A new ceramic head, poly liner, and metal shell were placed without complications. No significant findings were reported during the revision. Review of implantation report did not detect any findings relevant to the reported event. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted on (B)(6), 2010 and revised on (B)(6), 2017 due to pain and slightly elevated metal ion levels. Based on the investigation the reported event can be confirmed. However, as no lab results have been received, the nature of the elevated metal ions cannot be recreated. Moreover, as neither the retrievals nor photos of the retrievals were received; the condition of the components is unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Our legal department is well trained and passes all information concerning the case to our complaint handling department. The following reports are associated with this event: 0009613350-2020-00202-1, 0009613350-2020-00204-1.